Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high impedance. The lead was capped and replaced successfully on (B)(6) 2017 during a device change out. The patient was stable post procedure.